Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address stem loosening and pain.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12-dec-2016: medical records received. After review of the medical records for MDR reportability, lab values indicate the metal ion levels are above 7ppb. The taper sleeve is now being reported.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address stem loosening, pain and elevated metal ion levels.

Event description:
Update oct 5, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on oct 17, 2017.

Manufacturer narrative:
Asr revision asr xl left reason(s) for revision: component loosening (stem), pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.